Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 27 mg/dl and subsequently, the customer lost consciousness. Paramedics transported the customer to the emergency room and bg was 44 mg/dl. The customer was taken off the pump and was treated with glucose and intervenous dextrous. The customer was admitted to the hospital with a bg of 108 mg/dl. The nurse practitioner thought the pump basal settings were set too high and needed adjustment. The next day the customer was discharged. Due to the hospital treatment, the bg was 500 mg/dl. Tandem technical support assisted the customer with loading a new cartridge. Pump therapy was resumed and a bolus was delivered to address the high bg. Reportedly, after being discharged, the customer's endocrinologist adjusted the pump settings.